Manufacturer narrative:
Product event summary: the lead was not returned but the performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst commented that the minimum pacing impedance falls to 133 ohms the week of (B)(6) 2015, then returns to an average of 300 ohms through (B)(6) 2016. Analysis also indicated that the impedance trend on the rv (right ventricular) pacing lead was decreasing. The analyst commented that the minimum pacing impedance trend generally falls from 475 to 285 ohms between (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gradual decrease to low pacing impedance. It was thought to be due to an insulation rupture. It was noted that the pacemaker had already programmed itself to unipolar due to low impedance in bipolar. The rv lead was abandoned and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.